Manufacturer narrative:
H.6. Investigation: a complaint of "results not clear" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). "According to the customer she had aerobic and anaerobic bottles incubated . After following the default protocol of the lab 7 days = 168 hours incubation, they decided to keep it longer for 174 hours , the aerobic was always negative but the anaerobic bottle became positive ". Bd remote assistance communicated with the customer and had application specialist resolve the issue. Following observation were made while resolving the issue: 1st it was a contamination with cutibacteria and 2nd , probably the entry of the vial was delayed. The complaint is not confirmed as a failure of bd product and the root cause is related to "contamination with cutibacteria". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Review of service history for this device did not reveal any prior events related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. See h.10.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged a false negative result was obtained. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer she had aerobic and anaerobic bottles incubated . After following the default protocol of the lab 7 days = 168 hours incubation, they decided to keep it longer for 174 hours , the aerobic was always negative but the anaerobic bottle became positive . Confirmed the positive result with gram staining.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged a false negative result was obtained. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer she had aerobic and anaerobic bottles incubated . After following the default protocol of the lab 7 days = 168 hours incubation, they decided to keep it longer for 174 hours , the aerobic was always negative but the anaerobic bottle became positive . Confirmed the positive result with gram staining.